Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6) 2008. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2010, due to patient allegations of pain, elevated metal ions and damage to the surrounding bone and tissue. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in revision operative notes indicated the presence of dark fluid and hypertrophic joint capsule. Revision operative report also noted a lack of bone ingrowth into the acetabular shell. The acetabular cup and modular head were removed and replaced with a biomet head and competitor acetabular components.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: ¿ loosening or migration of implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity.¿ and ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ and "material sensitivity reactions". And "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-01280/-2013-04917).